Event description:
Carbomedics received a report from another country of an aneurysmal cardiofix patch. The patch was used to repair the aortic arch in a two week old infant. The surgeon did not use a double thick pericardium technique as instructed per the IFU. Approx 6 months later, it was repaired due to bulging.